Event description:
It was reported that the patient reports not being able to make adjustment both with or without antenna attached. The patient indicates that stimulation was going down her leg, giving her the shock every 10 seconds, but she normally feels the stimulation in her buttock area. Stimulation changed on her 2 days ago. She did mention that she fell about a week and a half ago, but she didn't have any issue until now. The patient¿s status was unknown. Programmer will not interrogate. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v735565, implanted: 2011 (B)(6); product type lead. (B)(4).